Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 129 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer stated that they tried to bolus but did not receive insulin from the insulin pump. The customer stated that they are new to insulin pump therapy and did not know if their reservoir was full or empty. The customer was advised to change the infusion set. The customer ended the call soon after. The product was not returned for analysis.